Event description:
Guidant received info that this device was part of a legal action and the pt passed away. Legal documentation state that this pt had a "bad lead" and passed away three months later.